Manufacturer narrative:
Integra has completed their internal investigation on 12/22/2015 . The investigation included: methods: review of device history records, review of complaints history. Results: (B)(4). Conclusion: a review of the device history record did not reveal any anomalies observed during the manufacturing, packaging or inspection of the device or accessories while in process. Additional information received from the complainant does not allow for confirmation or denial of reasonably foreseeable misuse of the catheter or accessories. Additionally, because the product was not returned for evaluation, no root cause established for the failure mode described in the customer complaint.

Event description:
This is the third of three reports. This is reference to the "fiber-optic" camino catheter (product ID, lot number, serial number unknown). This report is linked to mfg report number: 3006697299-2015-00133 (the original/first camino monitor used). The readings went way high. This was after the patient had been moved and it was assumed by the customer, after some trouble shooting, that the fiber optic cable had broken. The customer attached another monitor but it also did not give a reading that fit the clinical picture. The patient did have a ventric drain so they were able to "jury rig" a transducer and follow the icp in that manner. This approached worked fine and it was continued for some days with the doctor's approval. The customer stated "I do not feel there were any adverse consequences or delayed treatments". Additional information was received on 08sep2015 from the customer: the customer felt the fiber-optic was broken, as it was the only thing that they could not change out. Their trouble shooting efforts involved checking connections, swapping out the cable and camino monitor, assessing the patient, and transducing the ventric. When the readings went way high, the patient was not in distress. The high icp reading was 200 plus. It was believed there was an error code. The patient icp had been in the 8-15 range. The problem may have been both the monitor and the broken fiber-optic. The product ID and serial number of the second monitor used were unknown. The icp reading that the second monitor displayed was also high. Since the icp readings were both very high with the two camino monitors, they were not continued to be used; the transducer was used to monitor icp. No further information was provided.